Event description:
It was reported that the asymptomatic patient presented in the clinic and the implantable cardiac defibrillator exhibited premature battery depletion. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable during and post procedure.

Manufacturer narrative:
The reported field event of a battery performance alert (bpa) was confirmed via review of device image. The alert was due to a transient drop in the battery voltage that is consistent with battery depletion associated with lithium clusters. However, since the monthly battery voltage trend and the overall expected longevity of the device was normal, premature battery depletion could not be confirmed.